Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at a follow-up visit, the patient had documented mode switch episodes of which sixty lasted more than thirty seconds and were classified as atrial high rate (ahr) episodes. There was atrial oversensing noted on the ahr episodes. Atrial undersensing was also witnessed at the follow-up visit. The lead remains in use. There were no patient complications reported as a result of this event.